Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a pacemaker (pm) had noise reversion episodes. Additionally, the right ventricle (rv) lead exhibited noise. No intervention or procedure were reported. The patient had no consequences.

Manufacturer narrative:
Correction: upon review the low voltage device manufacturer report 2017865-2025-1002768 should not have been submitted as medical device report (MDR) as the new information received that allegation of malfunction was on the right ventricle lead only and no allegation on the pacemaker.

Event description:
New information received that the right ventricular (rv) lead noise was over sensed and had led to pacing inhibition. The pacemaker indicated noise reversion episodes with no allegation of malfunction.